Event description:
It was reported via repair work order that the spacer bolt broke off of the base tube foot which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.